Event description:
The surgeon reported titanium fragments in the eye. The surgeon believes the fragments came from the phaco tip. The surgeon stated that during surgery, he suddenly noticed a shower of small powdery titanium fragments in the eye. The surgeon moved the mushroom manipulator tip far away from the phaco tip to make sure that the mushroom was not the source of the fragments. The surgeon depressed the footswitch and there was another shower of fragments. The surgeon removed the phaco tip and put it aside for eval. The surgeon examined the posterior surface of the phaco tip and there were some cracks/grooves. The mushroom looked fine. The surgeon does keep the mushroom between the phaco tip and the posterior capsule and he was not aware of any contact between the mushroom and the tip. Add'l info and pt status has been requested.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).